Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in the left eye (os) at 1-day post-operative exam. The patient¿s chief complaint was of halos/glares and shadows but the visual acuity was great. Topical steroid dosage was increased to resolve symptoms.

Manufacturer narrative:
In the initial report, 12/31/2017 was provided as the device manufacture date. However, the manufacturing site has provided the device manufacturing date as 2008 (year only). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.